Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, the right ventricular (rv) leadless pacemaker (lp) first exhibited positioning failure and dislodged during tether mode. The rvlp was redocked and then repositioned. However, during the second attempt of positioning and fixating, the rvlp failed to be separated from the delivery catheter, and when it did, the rvlp also dislodged. The rvlp was then retrieved, but its helix was stretched during the process. The rvlp was not implanted, and the procedure was terminated with no replacement device implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of stretched helix was confirmed, but the reported events of dislodgement during implant post tether mode, difficult or delayed separation, and positioning failure were not confirmed. Visual inspection noted helix was not within specification, and the helix elongation is consistent with having occurred during procedure. Longevity assessment and further analysis were normal with no other anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the right ventricular (rv) leadless pacemaker (lp) was retrieved from the cardiac apex after dislodgement.